Manufacturer narrative:
Device evaluation: the evo-fc-10-11-8-b device of lot number c1699734 involved in this complaint was returned for evaluation, without the original packaging. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on the 17th dec 2020. The returned device lab findings and observations can be referred through the attached files. In summary the following results were observed in the lab evaluation: stent partially deployed on return. Flexor was observed broken at the clear section. Red shuttle deployment marker at the end of the handle. Actuation of handle -deployment and retraction was possible. Unable to fully deploy the stent due to flexor breakage. Documents review including IFU review: prior to distribution all evo-fc-10-11-8-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-fc-10-11-8-b device of lot number c1699734 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #c1699734; upon review of complaints this failure mode has not occurred previously with this lot #c1699734. The instructions for use ifu0062-5 which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If abnormality is detected that would prohibit proper working condition, do not use." There is evidence to suggest that the customer did not follow the instructions for use. From additional information provided the product was not inspected for kinks or damage before use. A notification was sent to the product manager to consider retraining at the facility . Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the torturous path. It is possible that during deployment tortuous path may have caused a build-up of pressure resulting in the flexor break. Additionally it is also possible that the root cause could be attributed to device handling. From additional information provided the product was not inspected for kinks or damage before use. It is possible that the flexor got damaged on handling/removal of the device from the packaging before use. Summary: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaint is confirmed as the failure was verified in the laboratory. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Event description:
Device evaluated on 17-dec-2020: stent partially deployed. Flexor (clear section) broken. Previously reported: device could not be opened. "As per cc form": the stent was inserted into the device and was pushed through the papilla major into the bile duct. While releasing the stent the physician lost control over evolution crs. The stent could not be deployed completely nor could be retrieved back into the system. The physician pulled the evolution crs back out of the device and relaized that the sheath was broken. Afterwards the physician repeated the procedure with a new stent and was able to deploy the stent completely. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Device could not be opened. "As per cc form": the stent was inserted into the device and was pushed through the papilla major into the bile duct. While releasing the stent the physician lost control over evolution crs. The stent could not be deployed completely nor could be retrieved back into the system. The physician pulled the evolution crs back out of the device and realized that the sheath was broken. Afterwards the physician repeated the procedure with a new stent and was able to deploy the stent completely. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.